Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. However, device unable to download unit to care link pro due to several displayable history crc check failed on startup alarms at the alarm history file. Displayable history crc check failed on startup alarms due to a corrupted history file. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address or serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer mother reported via phone call that they experienced high blood glucose level. The customer had not reported any symptoms and was treated with injections and bolused. Customer's blood glucose value was 600 mg/dl at time of incident. Customer's current blood glucose value was 267 mg/dl. Customer stated that they had problems with buttons sticking. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal. Customer reports basal rates are programmed accurately. Customer could not perform the high pressure test. Customer was explained about the 2 high blood glucose rule. The product was not returned for analysis.